Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited loss of capture caused by increased of capture threshold. Furthermore, the rv lead exhibited oversensing that caused pacing inhibition. The rv lead was also exhibited high pacing impedance. The rv lead was capped and replaced on (B)(6) 2023. The patient was stable throughout the procedure.